Event description:
Pain in right knee [arthralgia]; joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6), with gonarthrosis. The pt's medical history was significant for pain in right knee. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, route of administration not provided, at a dose of 2 ml, once a week, into right knee. The lot number for synvisc was not provided. On (B)(6) 2012, the pt received second injection of synvisc into right knee. It was reported that the pt became hyperactive as the symptom had alleviated. On (B)(6) 2012, the pt developed pain in right knee. On (B)(6) 2012, arthrocentesis was performed and 55 ml of fluid was aspirated from right knee. On (B)(6) 2012, arthrocentesis was performed and 25 ml of fluid was aspirated from right knee. On (B)(6) 2012, the pt received treatment with steroid (corticosteroid) injection after fluid culture test was performed (result was negative). On (B)(6) 2012, the pt recovered from the event of pain in right knee. The action taken with the synvisc was not provided. Concomitant medications were not provided. The intensity of both the events was not provided. The reporting physician did not provide the causal relationship between synvisc and both the events.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.